Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient is meeting with their health care provider for a trickle charge, device reset and reprogramming will be attempted in an effort to relieve some of the new pain. The cause of the stimulation being felt down both legs nonstop was not determined. The overdischarge has not yet been resolved, and the stimulation-like sensation being felt in the legs has dissipated significantly. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date is approximate. The event was said to have occurred sometime during (B)(6) of 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was experiencing electrical stimulation in both legs that would not stop. The ins was attempted to be interrogated, but it was over-discharged. The patient was going to follow-up with their healthcare professional (hcp) to explore the stimulation symptoms. No further complications were reported.